Event description:
It was reported the patient is no longer receiving stimulation and is unable to establish communication between her scs ipg and external devices (2501 comm error-programmer). A replacement charging system did not resolve the issue. Ti was also reported the patient has lost a significant amount of weight. The patient is to consult with the physician regarding surgical intervention to address to communication issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.